Event description:
According to the reporter, during a laparoscopic gastrectomy, when attempting to clip the blood vessel, the surgeon was unable to squeeze the handle and clip did not come out. The jaws also seemed to be misaligned. Another device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was partially applied with clips in the tube shaft. The clip counter was no longer active. The rotation collar was separated from the body and was loose on the instrument shaft. A malformed clip was jammed inside the jaws. No other visual abnormalities were observed with the instrument. Microscopic evaluation of the instrument noted that the jaws were misaligned, or spread apart. Functionally, the rotation knob was reattached to the body and remained properly attached. The malformed clip was removed. The handle was cycled to load a clip; the pusher bar did not load the clip. The instrument handle was disassembled for visualization of the internal components revealing a proper handle assembly. The pusher bar was observed to be bent. It was reported that the jaws were misaligned. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue of buckled pusher bar condition may occur under the following conditions: if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired; if a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. This issue may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The issue of disengaged rotation collar may occur if force is applied while rotating the shaft during application. It was also reported that the surgeon was unable to squeeze the handle and clip did not come out. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: attempts to load clips into the device jaw without full clearance of the trocar sleeve, and full visibility to the word ¿load¿ can result in device failure, malfunction, and/or malformed clips. Firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. Also, avoid excessive twisting of the jaws or tissue manipulation when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric cancer removal surgery, when attempting to clip the blood vessel the surgeon was unable to squeeze the handle and clip did not come out. The tip also seems to be misaligned. Another device was used to resolve the issue. There was no patient injury.